Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. On day 2 of impella support, it was reported there were purge pressure high and purge system blocked alarms. The medical team added tissue plasminogen activator to the purge solution per abiomed medical office recommendation, which did not resolve the issue. Subsequently, the device was removed due to the persistently high purge pressure alarms. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event. Patient outcome is unknown as outcome information was not available in the complaint record accessible for MDR assessment at time of reporting. The device is reportedly available for return; however, as of the time of this report the device has not yet been returned for evaluation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The pump was not returned for investigation. Data log shows gradual fluctuation in purge pressure throughout the case run, with a purge pressure high and purge system block alarm noted mid-run. No motor current spike was reported throughout the case run. This resolved gradually over time. According to the clinical details, administration of tpa did not resolve the purge issue. Based on the data log trend, the cause of the purge issue was most likely related to biological material buildup.

Manufacturer narrative:
H6 has been updated and impact codes f2303 and f1903 has been added.